Manufacturer narrative:
No product was returned for eval - we are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin allergy. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pad's adhesion may be experienced. To mitigate the recurrence of adverse skin condition, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. A review of lot qualification records would not be performed as the lot number was not provided.

Event description:
A customer's mother called because her son is having an allergic reaction to the adhesive on the pod. Upon removing the pods, he noticed a rash and it would spread. The customer went to the allergist and they stated that he was allergic to the adhesive so they prescribed cortisone for him. The customer is going to use a protective barrier as we recommended on our website. No product is being returned for eval.